Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12a07470, and h11k09014. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a nurse in the USA of peritonitis in a patient coincident with dianeal unknown therapy. The peritoneal dialysis nurse (pd rn)stated that on (B)(6) 2012, the patient experienced the onset of peritonitis and was hospitalized. The patient did not recover from the peritonitis. On (B)(6) 2012, the patient died while hospitalized. The cause of death was confirmed as cardiac failure. The onset date of cardiac failure was unknown. Pd therapy was ongoing until the time of death. It was unknown if the patient had a past medical history of cardiac disease, cardiac failure, or heart attack. The nurse confirmed that the patient had a past medical history of end stage renal disease. The cause of peritonitis was unknown. The nurse stated that the events were not related to dianeal solution or to baxter devices or disposables. No further information was provided.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.